Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery using a penumbra system 3max reperfusion catheter (3max). While advancing another manufacturer's guidewire through the 3max, the physician experienced resistance after the guidewire was inserted approximately one hundred centimeters in. Therefore, the procedure was completed using a new 3max. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that additional clarification was received on 08/01/2016. Therefore, the following sections have been updated: please see below for the investigation results of the returned device: results: there was no visible damage to the penumbra system 3max reperfusion catheter (3max). Conclusions: evaluation of the returned device revealed no visible damage. During the functional analysis, a 0.035¿ mandrel could be successfully advanced into the hub and out of the distal tip of the 3max without issue. Therefore, the 3max was functional. The 3max tapers to a smaller inner diameter (ID) approximately 60.0 cm from the hub. The tip of the guidewire may have become caught on the inner lumen of the 3max and prolapsed onto itself upon reaching the segment with the decreasing ID. This may have contributed to the resistance that was experienced when advancing the guidewire. The non-penumbra guidewire was not returned for evaluation. All penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
Updated description of event based on additional information received: during preparation for a thrombectomy procedure, while attempting to advance another manufacturer's guidewire through the 3max outside of the patient's body, the physician experienced resistance after the guidewire was inserted approximately one hundred centimeters in and was unable to advance any further. This issue occurred prior to use. Therefore, the 3max was not used for the procedure and did not enter the patient's body. The procedure was completed using a new 3max.